Event description:
According to the available information, this complaint relates to a 75-year-old female patient who has had colorectal and pelvic surgeries previously (no further details provided) and was prescribed peristeen as she suffers from faecal incontinence, defecatory urgency, and fragmented evacuation. Initial training was conducted in 2021, followed by occasional use. She was retrained in 2025, with effective use for 5 days (daily irrigation) prior to event. The patient has had surgical and nursing assessment and was informed of benefits and risks of the procedure during a total training period of 1-1.5 hours. On the (B)(6) 2025, the end-user performed irrigation themselves wherein catheter insertion and balloon inflation (number of pumps used for balloon inflation not known) were normal and eventless. End-user used 300 ml volume of water for irrigation. The patient reported removing the balloon without deflating it and subsequently experienced anorectal bleeding accompanied by pain immediately upon removal. The initial symptoms subsided during the first hour, only to reappear significantly later. The end-user was admitted to hospital same day of incident and required surgery for bowel perforation. The end user was discharged after 5-6 days following recovery. No further information is available at this time.